Manufacturer narrative:
The insulin pump was received with blank display due to open trace on the lcd driver. Unable to verify missing segments or partial display due to blank display. The insulin had cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that when she tries to bolus, everything goes blank on screen on the insulin pump. Customer stated that the display did not return to normal. Customer's most recent blood glucose reading is either 211 mg/dl or 181 mg/dl. Customer stated that the pump was dropped a long time ago and the issue started a couple hours ago. Customer stated that the pump was on the counter and she accidentally hit it and it was on the floor. Customer stated that the display is still blank after troubleshooting. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.